Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("migration/left essure coil is now in endometrium/one coil has migrated"), genital haemorrhage ("bleeding/heavy bleeding"), uterine prolapse and uterine enlargement ("uterine hypertrophy") in an adult female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, hypertension and metrorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), uterine enlargement (seriousness criterion medically significant), pelvic pain ("pain"), colitis ulcerative ("ulcerative colitis") and fallopian tube spasm ("fallopian tube appeared to be in spasm"). The patient was treated with surgery (da vinci vaginal hysterectomy on (B)(6) 2018, thermochoice endometrial ablation, left essure coil removal on (B)(6) 2015 and left essure coil removal on (B)(6) 2015/da vinci vaginal hysterectomy on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, uterine prolapse, uterine enlargement, pelvic pain and colitis ulcerative outcome was unknown. The reporter considered colitis ulcerative, device expulsion, fallopian tube spasm, genital haemorrhage, pelvic pain, uterine enlargement, uterine perforation and uterine prolapse to be related to essure (ess205). The reporter commented: the essure coil was placed on the right fallopian tube ostium showing two to three loops of the coil, after attempting to place the coil further into the ostium, the coil was released and we counted 15 coils that were intracavitary, which met the standard of less than 17 coils. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("migration/left essure coil is now in endometrium/one coil has migrated"), genital haemorrhage ("bleeding/heavy bleeding"), uterine prolapse ("uterine prolapse") and uterine enlargement ("uterine hypertrophy") in an adult female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, hypertension and metrorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), uterine enlargement (seriousness criterion medically significant), pelvic pain ("pain"), colitis ulcerative ("ulcerative colitis") and fallopian tube spasm ("fallopian tube appeared to be in spasm"). The patient was treated with surgery (da vinci vaginal hysterectomy on (B)(6) 2018, thermochoice endometrial ablation, left essure coil removal on (B)(6) 2015 and left essure coil removal on (B)(6) 2015/da vinci vaginal hysterectomy on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, uterine prolapse, uterine enlargement, pelvic pain and colitis ulcerative outcome was unknown. The reporter considered colitis ulcerative, device expulsion, fallopian tube spasm, genital haemorrhage, pelvic pain, uterine enlargement, uterine perforation and uterine prolapse to be related to essure (ess205). The reporter commented: the essure coil was placed on the right fallopian tube ostium showing two to three loops of the coil, after attempting to place the coil further into the ostium, the coil was released and we counted 15 coils that were intracavitary, which met the standard of less than 17 coils, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.